Manufacturer narrative:
Results - is based on evaluation of the user facility information & the returned sample; is based on evaluation of the retention samples from the reported and surrounding lots. Conclusions - is based on the evaluation of the user facility information & the returned sample; is based on evaluation of the retention samples from the reported and surrounding lots. The needle and wire were returned to the manufacturer for evaluation. The needle revealed no visual defects. The tip of the wire was noted to be missing and the over-coil was coming off the core wire at the distal end of the wire. The proximal end of the wire was able to pass through the needle. An evaluation of the reported and surrounding lots manufactured was conducted. A visual inspection revealed no visual defects. Wire in needle fit, needle ID, and wire od confirmed the products met manufacturing specifications. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The retention samples were found to be normal product. An exact cause of the reported event cannot be definitively determined based on the available information. All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up.

Event description:
The user facility reported wire separation. Follow up communication with the user facility confirmed the following information: the wire separated from itself; this event occurred prior to procedure; and the patient was not involved.